Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded multiple episodes of noise caused by electro-magnetic interference (emi). The noise appears on all three channels, and resulted in some pacing inhibition. It was also reported that the noise was oversensed and caused an inappropriate shock to be delivered to the patient.